Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted as item- and lot numbers were not available. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture and death.

Event description:
On or about (B)(6) 2016, the patient presented emergently to the facility with a ruptured abdominal aortic aneurysm (aaa). According to the report, the patient had previously undergone endovascular aaa repair at another institution with a combination of gore and other manufacturers' devices (date unknown). An introducer sheath was prepared and successfully advanced through the ilio-femoral anatomy. However, an issue with crossing guidewires reportedly led to the decision to convert to an open procedure. Despite resuscitative efforts, the patient expired before the procedure could be completed.